Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that fiber cable 1 was replaced with cable 2 at the command processor and detector, the detector was aligned, the push/pull cable and green power led were installed. The imaging system then passed the system checkout and was found to be fully functional. No device/components were returned to the manufacturer on the date of filing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The UDI was not available on the date of filing. No device/components were received by the manufacturer on the date of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the system was not fully booting up. He found that the fiber optics to the detector may be faulty. When the site logged into remote desktop, the detector was not ready. There were no errors on the command processor. There was no patient present.